Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the nurse found no product label during blood draw. The following information was provided by the initial reporter. The customer stated: ¿the nurse in the outpatient blood collection room found no product label when taking the new blood collection needle during the venous blood collection operation¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the nurse found no product label during blood draw. The following information was provided by the initial reporter. The customer stated: ¿the nurse in the outpatient blood collection room found no product label when taking the new blood collection needle during the venous blood collection operation¿

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for missing unit label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing unit label. Bd was not able to identify a root cause for the indicated failure mode.